Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchor of the silent nite 3d sleep appliance broke off. The patient received the appliance on (B)(6) 2024 and reported on (B)(6) 2025 that the button of the sleep appliance broke off while using for the night and discontinued using device. No report of patient harm or injury.

Manufacturer narrative:
The device was not returned for analysis, a non-visual investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: comp-(B)(4). Additional information: d4. Correction: d9.